Event description:
It was reported that the patient faced infusion set ripped off by caught in the pant while changing the pant event on (B)(6) 2026 which resulted in it being pulled off the patient¿s body and caused the pump to fall onto the floor. The infusion set was in use for three days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.